Event description:
During a premature ventricular contraction procedure, while manipulating the tacitflex duo catheter in the right ventricular outflow tract, a drop in blood pressure was observed. Ultrasound revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. No ablation was performed at that time. The physician believes the perforation happened while performing a loop maneuver in the rvot resulting in too much contact force being applied. There were no performance issues with any abbott device.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model a-tfdm-df) is an ous configuration not available in the us and is therefore not referenced in the gudid database.